Event description:
It was reported that after the implant procedure, the insertable cardiac monitor (icm) device was protruding from the surgical incision. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted and replaced with a new icm device. The new icm device was implanted in a different location. No additional adverse patient effects were reported. The explanted icm device is not available for return, since it was decarded by the hospital.

Manufacturer narrative:
This product was not returned to boston scientific since it was discarded by the facility, and as a result, laboratory analysis could not be conducted. The reported observation of dehiscence is addressed under product labeling as a known inherent risk of the use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that after the implant procedure, the insertable cardiac monitor (icm) device was protruding from the surgical incision. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted and replaced with a new icm device. The new icm device was implanted in a different location. No additional adverse patient effects were reported. The explanted icm device is not available for return, since it was decarded by the hospital.